Manufacturer narrative:
Concomitant medical products: product ID u125 ipg, implanted: (B)(6) 2017. The full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the set screw is a little too proximal on the connector pin. There is distorted proximal conductors at 20.6 cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high and unstable thresholds with intermittent capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.